Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿fast fix had a deployment of the second anchor at the same time than the first one.¿ there was a relationship between the reported event and the device. T1, t2 were not returned. Suture was not returned. The delivery needle was flattened out. The depth limiter was attached to the device. The device cycled and actuated as expected. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle. Product met specifications upon release to distribution.

Event description:
It was reported that during the procedure, fast fix had a deployment of the second anchor at the same time than the first one. No delay and a back up was available to complete the procedure.